Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, one of the cadiere forceps instrument jaws broke off inside of the patient. The broken piece was able to be retrieved during the same procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the intuitive surgical inc. (Isi) clinical sales representative (csr) who was present during this procedure and obtained the following additional information: the instrument had been used successfully a couple of times before the issue during the procedure. The surgeon does not know how the instrument broke. The surgeon noticed that the jaw was broken off when the surgeon tried to use the instrument on stomach tissue. They were able to find the fragment and retrieve it using a laparoscopic instrument though the assist port. No medical intervention was required to address the issue. There was no patient injury. The procedure was completed with no further issues.

Manufacturer narrative:
The cadiere forceps instrument has been returned and evaluated by the failure analysis team. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.69" x 0.20" was found to be broken off the grip assembly. The broken piece was returned. No material appeared to be missing as broken assembly was pieced back together. This failure is most commonly caused by mishandling or misuse, such as excess force applied to the instrument jaws.